Event description:
It was reported that the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.